Event description:
­ Capsule procedure was initiated by digestive health specialists on (B)(6) 2022 ­ frm-0089 questionnaire sent via email (B)(6) 2022 follow-up emails in july and august ­ 9/21 became aware of the incident ­ CT performed (B)(6) 2022. ­ on (B)(6) 2022 surgery was performed to retrieve the capsule.